Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Failure analysis also found cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. Customer stated they have changed the site and insulin, but their blood glucose remained high. The customer's blood glucose was 600 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling fatigued, thirsty, grumpy and had headaches from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the insulin pump did not pass a high pressure test. The customer's current blood glucose was 379 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.